Event description:
It was further reported the patient was also diagnosed with cardiac arrest/ventricular fibrillation during the course of the event.

Manufacturer narrative:
Correction: death date - corrected to (B)(6) 2013. (B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported: on (B)(6) 2012, 1471 days post index procedure, the patient was admitted the hospital for respiratory arrest, worked up, thought to be related to parkinson¿s disease. The event was considered resolved without residual effects and the patient was discharged two days later. On (B)(6) 2012, 1478 days post index procedure, the patient was found unresponsive in the car, cardiopulmonary resuscitation (CPR) was initiated by emergency medical services (ems). The patient arrived at the emergency room (ER) via ambulance in full arrest with CPR in progress which was continued. The patient was diagnosed with cardiac arrest/ventricular fibrillation associated with pulseless electric activity during the course of the event. Resuscitation attempts were unsuccessful and the patient was pronounced dead in ER. Per death certificate primary cause of death was respiratory failure and underlying cause of death was parkinson¿s disease.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient expired. (B)(6) 2008 - the patient presented with stable angina. The 95% stenosed target lesion was 8 mm long with a reference vessel diameter of 3.0 mm, located in the proximal left anterior descending artery (lad). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 12mm taxus perseus stent, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2013 - 1488 days post index procedure, the patient expired at home with ¿respiration and parkinson¿s disease (per wife)¿. An autopsy was not performed.

Manufacturer narrative:
(B)(4).